Event description:
The service report shows, the customer reported that, the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse delivery unit pcb. The unit passed extended self testing.